Event description:
It was reported that a malfunction alarm occurred, specifically displaying malf 9. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. Customer was instructed to continue using the pump and to contact support again if the issue reappeared.